Event description:
It was reported that 4 days post op, x-rays showed the graft collapsed. It also appeared that the mystique screws were broken. Revision surgery was performed. Patient is doing fine.